Event description:
It was reported that during the implant of an inflatable penile prosthesis, the scrub technician in the operating room was "stuck with a keith needle when the furlow was fired to pass the needle thru the glans". It was also reported that the pt being implanted with the ipp device has hepatitis. The scrub technician had blood test following this event; results were not available.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.